Event description:
The customer reported to baxter (B)(4) regarding a multilayer bag set, compounded by baxter (B)(6), in which a particle was observed in the glucose chamber of the bag. There was no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. One sample was available at the plant for evaluation. Visual inspection revealed that the bag was filled. The bag was thoroughly visually inspected but no particles were noticed hence reported problem was not confirmed. The root cause to this report could not be identified. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.